Event description:
There were seven episodes over a three day period of the baxter healthcare heparin bags developing a leak during infusion. Upon discovery of leaking bags, nursing staff took appropriate measures to replace the bags. The affected lot number was removed from stock and replaced. Baxter (cardinal) was notified and the hospital is in the process of coordinating return of the affected product to them. Follow up reveals that the staff only retained one of the heparin bags and the hole was in the seam located between the medication port and the spike port. This bag and samples of the lot were sent to the manufacturer.